Event description:
Hcp reported patient experienced drowsiness after initiation of pump infusion therapy. The pump was implanted in 2006, but remained filled with sterile water for 5 days. The patient was seen in the clinic and the pump was filled with morphine 25mg/ml and a priming bolus was programmed to initiate drug therapy. The patient was to receive a dose of 1.25mg/day of intrathecal morphine. Priming bolus volume and programming has been verified and appears to be correct. The following day the patient was hospitalized, due to severe drowsiness, and inappropriate responses. The pump reservoir was aspirated of morphine and filled with saline. The infusion mode was briefly programmed to minimum rate, and then to stopped pump. An MRI was performed (date unk), and the patient was diagnosed with having suffered a stroke. Blood tests confirmed the recent use of cocaine and marijuana. The patient status is reported to be improving daily, she's in pt, ot and will likely get into a drug rehabilitation program once she gets her strength back.